Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the tubing connected to the blood sampling valve (bsv) port 10. The fse verified the instrument by running startup and quality controls (qc), and issue was resolved. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting that less than 50 ml of clear fluid with bloody streaks leaked from the coulter lh 780 hematology analyzer as a tube on the blood sampling valve (bsv) kept popping off. The fluid got on the countertop and down onto the floor. The leak occurred during the morning run, patient samples voted out and there was a low vacuum low error generated. The customer removed the instrument from service until the tubing could be repaired. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.